Event description:
As reported by the user facility information by bbm sales organization in france: "dysfunction -death". According to the customer: "the syringe pump stopped during the infusion (noradrenaline). The treatment could not be administered, which accelerated the death of the patient (patient at the end of life). Incident on 28/07 between 3 p.m. And 4:45 p.m. The customer will return 6 devices to us for inspection because she does not know with which the incident occurred. Further information: we could not to clearly identify the malfunctioning unit, but it would certainly have been 634943, which paused at 3.28pm, or 589949, which paused at 3.56pm. We could not identify the cause of this malfunction. We do not know whether an alarm was triggered before the syringe stopped. When the nurse entered the room, there was no indicator light. The noradrenaline syringe was prepared with a concentration of 2 mg in 50 ml. A continuous infusion of noradrenaline was planned until the decision of the medical team to stop the electric syringe pump. However, we found in our software that this syringe was stopped at 3.28pm without any explanation. In view of the dose of noradrenaline administered to the patient, the infusion time for a 50 ml syringe was estimated at 1 hour 20 minutes."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Task: calculation similar cases. Status: task completed. Schimrde /(B)(6) 2023 /15:08:59. Keine daten gefunden!. Defect-pos:0001. Task: sample forwarded sw. Status: task completed. Wo-852549. Item: 1. Problem: faulty function. 1. General information: complaint: (B)(4). Examination carried out by: (B)(6). 2. Information to the sample: 2.1 model: space cover comfort. 2.2 article number: 8713145. 2.3 serial number/batch: (B)(6). 2.4 software version: 692m000003. 2.5 hours of operation: n/a. 2.6 seal: n/a. 2.7 further information: since the customer could not assign the error to one device, he sent 9 devices for examination. 400614501, 400614498, 400614497, 400614496, 400613429, 400614495, 400614507, 400614499, 400614500. 3. Investigation results: 3.1 history inspection: n/a. 3.2 visual inspection: a visual test was performed the space cover comfort was in a clean and undamaged state. (Pictures are attached to the pc notification). 3.3 functional inspection: 3.3 functional inspection: for a functional test a battery has been inserted into the space cover comfort. The space cover comfort was connected to space station and the space station was connected to the mains voltage. The space cover comfort starts and performs a self-test. After the main voltage was pulled out of the space station, the cover comfort switched to battery mode. The led on the left side of the cover comfort switched from green to orange. A test perfusor from the service stock was connected to all four slots of the space station and an error was generated. The error was sent to the space cover comfort. The red led flashes and the alarm sounds. 3.4 individual inspection: n/a. 3.5 disassembling: the space cover comfort was disassembled, and the inside was investigated. No visual damaged was to be located inside. 3.6 test equipment: description: typ nr.: lab.-ID.-nr. Space station 8713142 n/a. Perfusor space 8713030 373299. Space cover comfort 8713145 n/a. 3.7 for examination used disposables: description: ops 50ml. Ref.:(B)(4). Lot:21c31d8001. Judgment: 4.1 the complaint could not be confirmed. The error pattern complained about could not be reproduced. 4.2 addition information: n/a.